Event description:
A 3.5mm lcp reconstruction plate bent post operative. Pt experienced a mid-shaft fracture of the radius and ulna when she was hit by a car. Subject plate was implanted on the radius. Plate was noted as bent on a follow-up x-ray. Bent plate was removed during revision surgery. The plate allegedly bent when the pt lifted her 20lb baby and was not wearing the cast that had been made for her. Surgeon indicated pt was non-compliant.

Manufacturer narrative:
No investigation could been performed, no conclusion could be drawn as no device was returned.